Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flow-gard infusion pump presented an f-93 (write data and read data of m5m5165 do not agree) alarm. This occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-93 was not verified in the alarm log; however, an inspection found an f-92 alarm different than the reported problem. The device was reprogrammed to resolve the issue and was returned to the customer. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.